Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data verified the reported motor rewind related call service alarms. Moisture was observed in the display. The pump casing was damaged and a leak test found a leak on the pump casing between the display lens and the case seal. The pump powered on with the appropriate audible and vibratory features. All the buttons responded properly. The reported call service alarm occurred during the investigation, and it was unable to complete the rewind step and the 24-hour pump exercise. Pump casing was opened and additional evidence of corrosion was found on the motor connection wire. The reported call service alarm issue was verified in the black box and duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the patient received multiple call service 078 alarms, motor rewind error related. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.